Manufacturer narrative:
On (B)(6) 2020 - the consumer claims the glass shattered on the product while no one was using it. Injuries did not occur. Consumer accepted a replacement.

Event description:
On (B)(6) 2020 - the consumer claims the glass shattered on the product while no one was using it. Injuries did not occur. Consumer accepted a replacement.